Manufacturer narrative:
Add'l info has been requested and if available, it will be submitted in the supplemental report.

Event description:
It was reported that, "pt was unstable post triathlon ts - in varus and also in pain. Custom implant ordered to correct the varus knee. Dr wanted the medial side thicker than lateral side at 4 degree angle. The implant that was received was the opposite lateral side thicker than medial side - which essentially worsens the varus condition. A thicker (16mm) generic ps insert was used."